Event description:
The user facility reported that the attachment overheated during an orbital face decompression procedure while milling the orbital face. The patient received a 2nd degree burn on the eyelid. There was a 20 minute delay. The burn was cooled with ice and a serum compress and gelonet and vaseline were applied to the skin.

Manufacturer narrative:
Upon investigation, the device reported on this record was determined to be concomitant to the device associated with MDR report number 0001811755-2018-00432.

Event description:
The user facility reported that the attachment overheated during an orbital face decompression procedure while milling the orbital face. The patient received a 2nd degree burn on the eyelid. There was a 20 minute delay. The burn was cooled with ice and a serum compress and gelonet and vaseline were applied to the skin.